Event description:
According to the reporter: the bag broke after the specimen was placed into the bag and it was closed. The pieces were removed from the patient's abdomen with no ill-effects.

Manufacturer narrative:
MDR initial report submitted: 10/07/2008.